Event description:
It was reported that the patient with this electrode received shock therapy. Technical services (ts) reviewed the stored episode which showed inappropriate shock delivery due to non-physiologic artifacts, baseline shifts and drop in signal artifacts. According to ts, the artifacts seen in the episode are most likely related to electrode impairment. As such, electrode replacement was recommended. The patient was hospitalized with therapy deactivated, pending electrode replacement. No other adverse patient effects were reported.

Manufacturer narrative:
Product return is not expected; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that the patient with this electrode received shock therapy. Technical services (ts) reviewed the stored episode which showed inappropriate shock delivery due to non-physiologic artifacts, baseline shifts and drop in signal artifacts. According to ts, the artifacts seen in the episode are most likely related to electrode impairment. As such, electrode replacement was recommended. The patient was hospitalized with therapy deactivated, pending electrode replacement. No other adverse patient effects were reported. Additional information: per physician decision, the patient's entire subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced with a transvenous ICD system. Besides intervention, no other adverse patient effects were reported. Per the field, the explanted products will not be returned as an analysis was not requested by the physician.